Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Transesophageal echocardiography (tee) imaging was used during the implant. The wds was deployed but required one recapture. It was deployed again and just prior to release a there was a small stringy thrombus along the threaded insert and another smaller string along the mitral anulus. The physician aspirated through the sheath but was unsuccessful in retrieving the thrombus. The physician opted not to do a contrast shot prior to release and no protamine was given at the end of the procedure. The wds was implanted with a complete seal noted. The patient woke up with no neuro deficits. The physician will keep the patient on xarelto as usual. Prior to discharge an additional tee will be completed.